Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non sustained right ventricular oversensing due to post-paced t-wave oversensing. No changes or intervention was performed. There were no patient consequences.

Event description:
New information indicates that pptwos has reoccurred on the ICD.

Event description:
New information indicates that pptwos has reoccurred on the ICD. No changes or intervention was performed. The patient condition was stable and asymptomatic.